Event description:
It was reported that cartridge alarm 20 occurred during pump load process, and customer had also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement while customer considered next steps and possible out-of-warranty loaner.